Manufacturer narrative:
Patient information was not made available from the site. On (B)(4) 2016 a medtronic representative, following-up at the site, reported the surgeon stated that near the end of the procedure, the imaging system was working, and they did a verification 3d scan. It is likely the collimators re-initiated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Now...

Event description:
A site physician reported that, while in a spine procedure, their imaging system could not take any scans because of collimator error. The medtronic representative recommended the site re-start the imaging system to check if the collimators re-initiated, however, this was done two times and did not resolve the issue. The surgeon opted to discontinue the use of the imaging system, and the navigation system, to continue the procedure to completion using a c-arm. There was no change to the surgical plan required, surgery was performed as minimally invasive surgery (mis), as originally planned. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was refused to be provided by a site representative.a medtronic representative, following up with the site, reported that the procedure was a lumbar laminectomy and instrumental l2-s1 fusion.